Event description:
The customer states that pt results tested with the axsym troponin-I assay (lot 1026m301) are reading about 0.5 ng/ml higher than expected. The customer states that when the assay is recalibrated, pt results fall about 0.5 ng/ml to expected levels. The controls have remained within specifications, although the low control has shifted high within specifications. The customer states that cardiac catheterizations have been performed, but the customer refuses to obtain any pt information. There is no further impact to pt management reported.